Manufacturer narrative:
The navio surgical system us, pn: npfs02000, sn (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Although the product was not returned, the software files were downloaded from the device and provided for investigation. The knee appears valgus in the pre-operative x-ray taken in the anterior view. The screenshots confirmed a 1 degree varus pre-op deformity. Review of the implant planning screen shows the lateral condyle having significantly less bone resected than the right, indicating extreme wear of the lateral condyle which puts the overall knee in a valgus alignment. However, the pre-op leg alignment of 1 degree varus contradicts a valgus knee. The user-defined ap axis is only required when the patients have deformities greater than 3 degrees of valgus or 7 degrees of varus. Because the pre-op alignment shows the knee in 1 degree varus, this step was not initiated by the system. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The clinical/medical evaluation concluded that the provided copies of x-ray images did not provide insight into the root cause of the reported event. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. It is speculated that the hip center was collected in a way that resulted in an inaccurate femoral head center. It is possible that this led to a skewed representation of the femoral mechanical axis and overall long leg axis of the patient. The scenario described below would also explain the ¿off¿ initial implant rotation in planning. The hip center data points are representative of the femoral tracker frame¿s position when pivoting the femur about the hip. Well-defined hip centers are a result of a stable hip when moving the femur in a circular motion. This circular motion in relation to the stable hip would create a 3d cone in space, where the hip center is at the tip of the cone. A review of the hip center calculation screenshot revealed smaller hip center points collected than typically seen. Although there is no proof of direct correlation, smaller point collection has, at times, been connected to non-standard collections. The log files show the hip center collection had been taken twice. The first hip center had an error of .67, and the second .98. It is unknown why the user rejected the first hip center collection. Hip center calculation is prone to error when there is hip movement during collection. Although the results of the two collections were both within the error threshold, they were significantly different. Specifically, when comparing the x, y, and z coordinates of the two hip centers, as reported in the log files, the x and y coordinates were relatively in the same location (errors below 20mm), but the z coordinates were about 80 mm apart. The shift in the z-direction would be in the direction of the normal to the femoral tracking frame. Therefore, it is suspected that the perceived center of rotation had shifted in the z-direction, possibly due to a moving hip when collecting the data points. With this theoretical hip definition, it is possible that the system incorrectly assessed the preoperative leg angle/deformity. Further analysis of the software related to this event is being conducted by the software engineering team. As stated in the surgical technique guide, navio¿s hip center calculation stage defines the center of the femoral head. Circular movements of the femur tracker allows the system to find the hip center as a center point of rotation. Pelvic movement during this collection can be a source of error for this definition. The hip center is used to determine the long leg axis of the patient, as well as the femoral mechanical axis. Prior to beginning collection, the leg should start at approximately 20°- 40° of knee flexion and 20° of abduction, in order to provide enough room to rotate the leg. Slowly rotate the leg at the hip until all sectors of the graphic have changed to green. Another possibility could be that the knee was ¿corrected¿ in neutral position, where varus stress was applied to the valgus knee, leading to an incorrect capture of a ¿preoperative¿ alignment. According to the user¿s manual, neutral position registration is used to determine the preoperative varus/valgus alignment of the knee joint in the patient¿s natural extension, with no varus or valgus stress applied. The femur axis definition stage is set as a required collection for patients with deformities greater than 3º of valgus or 7 º of varus. As described in the field report, the initial implant rotation appearing ¿off¿ could also be a result of an incorrectly registered hip center. The distal view of the initial implant placement shows no alignment of the implant¿s posterior condyles with the posterior condylar points of the knee. The rotation of the femoral component is determined by the angle created between the frontal plane (xz) of the femur and the x-axis of the implant. Should the hip center have been mis-located, the frontal plane of the femur will be skewed in relation to the pca (x-axis) of the painted femur, as seen in the initial implant planning screen. The surgical technique guide states that, if the user chooses to use the rotational reference defined by navio, navio will determine the anatomical posterior condylar axis (pca) based on the free collection mesh. Navio finds the most posterior medial and lateral points based on the free collection, and builds the pca axis from the same. Per the user¿s manual, if the user believes the anterior-posterior (ap) axis is not aligned properly, they may return to collect the ap axis. It should be noted that the screenshots show an evident implant alignment problem in all phases of planning, yet the plan proceeded. It is not clear what the planning strategy was, but the implant and the registered landmarks (yellow points) are clearly misaligned on the femoral model. Re-registration of the anatomy would have been the ideal correction having observed this misalignment. This situation was captured in the navio risk assessment released at the time of the complaint. As a result of these findings, further analysis of the software related to this event is being conducted by the software engineering team. No further containment or correction is required at this time.

Event description:
It was reported that during surgery, there was a lot of wear on the lateral condyle (posterior and distal). The x-ray showed a clear valgus deformity. However, the system picked up a 1 degree varus pre-op deformity. Nothing was noticed to be wrong until the rotation of the implant seemed completely off. The system didn't pick up a deformity outside the 7var/3val range and it used the pca for rotation. It is thought that the navio did not know how to handle such extreme wear (the lateral condyle was basically missing half of the bone). The distal femur and the tibia were removed with the navio, but the rest of the femoral cuts were completed manually (rotation of the cutting block was defined with manual instrumentation sizer and stylus). This caused a delay of less than 30 minutes.